Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. It was found the biopsy channel did not meet specifications. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Three attempts were made to contact the customer for additional information; however no response was received from the customer. The malfunction reported would not be likely to cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
While under sedation for a therapeutic gastroscopy drainage there was a procedural delay greater than 30 minutes due to the scope having a blocked piston. The procedure was completed using a back up device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes